Manufacturer narrative:
The field service engineer (fse) discovered crimped tubing above pinch valve vl57a (needle bellows drain). The fse cleared the crimped tubing and verified the waste was draining and resolved the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported blood fluid overflowed from the needle bellows and the manual probe rinse block dripped underneath the instrument involving the coulter lh 750 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) assessed the instrument at the facility. The facility has an exposure control and risk management plan in place for biohazard material.